Event description:
It was reported the device reached elective replacement indicator (eri) in less than five years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the actual device was not received for evaluation. We did received performance data collected from the device and have analyzed the data. The time of recommended replacement time (rrt) in the save to disk was on (B)(6) 2012 for the device rrt less than equal to 2.62 volts. The weekly battery voltage trend data minimum battery was equal to 2.64 volts to 2.62 volts between (B)(6) 2012. There were patient alerts for the device having a low battery voltage on (B)(6) 2012. Concomitant product: 6947 implantable defibrillation lead, (B)(6) 2008. (B)(4).